Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, this right ventricular (rv) lead exhibited oversensing and high pacing threshold measurements. The device was reprogrammed pending further evaluation. The following week, the lead was confirmed to be dislodged and was successfully repositioned. No adverse patient effects were reported.